Event description:
It was reported that during an aneurysm embolization procedure, the embolization coil unintentionally detached when the physician attempted to adjust the coil in the aneurysm. Half of the coil was in the aneurysm and the other half in the blood vessel. The physician used a stent to press the coil against the vessel wall. There was no report of harm or injury to the patient, who was fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the proximal connector bent. The implant was not returned for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.